Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the patient took his blood glucose and transferred the reading from the meter to the insulin pump; however, there was no recording in the insulin pump history of an insulin pump bolus. The caller did not know if the insulin pump delivered or not. The caller was able to find data regarding the amount of insulin delivered but could not find the delivery in the bolus history. The customer's blood glucose at the time of incident was 276 mg/dl. The insulin pump was not returned for analysis.